Event description:
Caller tested 3.4 inr on the coaguchek xs system while a comparison lab returned as 2.6 inr. No treatment required. No adverse event reported. Requested return of suspect strips, however, those strips are no longer available and will not be returned. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.